Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse, and wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the trigger of the battery oscillator device was blocked, jammed, and moving heavily. It was noted that the trigger jammed, the motor was making crunching noises, and the saw head housing was worn out. It was further determined that the device failed pretest for trigger test and general condition. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. It was inadvertently documented in the initial medwatch report that the root cause of the events of trigger jams, motor makes crunching noises, and saw head housing worn out was due to improper maintenance. The assignable root cause was determined to be due to improper handling. Upon further evaluation, it was determined that the electrical contact of the battery oscillator device was damaged. It was determined that the assignable root cause of this condition was due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Correction: please note that the date received by manufacturer was inadvertently reported as jan 17, 2017 in the initial medwatch report. The correct date is jan 17, 2018. If additional information should become available, a supplemental medwatch report will be submitted accordingly.